Event description:
It was reported by the hcp that while placing a bravo ph monitor the capsule attached to the pt's esophagus, but would not detach from the delivery sys. The capsule was pulled off of the esophagus and fell into the pt's stomach. The handle broke during the procedure. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not possible . The device was returned with the capsule missing. The push and pull wires showed no defects and the plunger had been fully depressed and retracted.